Manufacturer narrative:
The device was received for evaluation. During functional testing, 'will not indicate closed found during testing' occurred. A review of the event history log revealed 'shut door, power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be all of the four mechanism screws were loose. The mechanism screws requires secured to the front case to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door switch broken, will not indicate closed, found during testing. There was no patient involvement. No additional information is available.